Event description:
The pt received 2 scs leads with the same lot number. It was reported one of the pt's scs leads has migrated. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.